Event description:
It was reported the system suggested no electric shock while the doctor was trying to use it to save the patient. The patient died.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: this complaint has been deemed a duplicate of pr (B)(4) already reported on MDR number 3030677-2024-03694 (MFR report number).

Event description:
Correction: this complaint has been deemed a duplicate of pr (B)(4) already reported on MDR number 3030677-2024-03694 (MFR report number).